Event description:
The hospital reported that the image from the endoscope was showing dark spots. The hospital did not report any pt effects. The hospital was unsure if the issue was with the endoscope or the camera used during this event. The hospital will reportedly not be returning the endoscope in question as it was sent out for repair.

Manufacturer narrative:
Since the endoscope is not available to be returned to us, a technical evaluation cannot be performed on the endoscope. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A dissection tip was returned to the factory by the customer on (B)(4) 2013. The dissection tip showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities which may have contributed to the reported event. A functional test was conducted on the dissection tip. The tip was attached to a reference endoscope and viewed on a monitor; there was clear visibility through the dissection tip. No non-conformities were found during the functional testing. Based upon the evaluation results, no non-conformities were confirmed for the dissection tip. (B)(4).